Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of tubing detachment of with two infusion sets. The event occurred on (B)(6) 2024. The tubing was detached from the connector. Infusion sets were used for 2.5 days for ist event and 1 day for 2nd event. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.